Event description:
It was reported that the system losses power and shut down during a case. This caused an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with the event descried in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable needs to be replaced. The customer chose to not repair the system at this time and canceled the service call.